Event description:
It was reported that during the reprocessing of a da vinci pk dissecting forceps instrument, the wire was observed to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. The clevis was undamaged. Failure analysis investigation also found the following instrument damages: there are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage was likely due to mishandling/misuse.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.